Manufacturer narrative:
Product event summary: the actual product was not returned for evaluation. Analysis of clinical data was performed the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) longevity estimator showed that the battery had depleted prematurely. The ipg remains in use. No patient complications have been reported as a result of this event.